Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-07899. Related manufacturer reference number 1627487-2019-07900. It was reported that the patient never received effective therapy. Surgical intervention took place to explant the patient's system. Surgery addressed the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2019-07899. Related manufacturer reference number 1627487-2019-07900. It was reported that the surgery may be pending to explant the system. No information pertaining to the reason of the explant has been obtained despite numerous attempts to collect said information.